Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to fever and drowsiness. Following hospitalization, blood tests, urine tests and diagnostic imaging was performed and revealed endocarditis with evidence of infection due to vegetation on the lead bodies and device pocket. It is unknown if the patients endocarditis was related to the system. The patient was prescribed antibiotics to treat the infection. While awaiting system explant the patient expired due to pulseless electrical activity (pea). The physician did not allege a malfunction on the device or leads. It is unknown if the pea was caused by the endocarditis. Related to manufacturer report numbers: 2938836-2019-00388, 2017865-2019-00864 and 2017865-2019-00866.